Manufacturer narrative:
This report is to retract report MFR 2017865-2021-33781 submitted on 16 oct 2021. This report was erroneously submitted. Clarification received stated that there were no allegations on an abbott device.

Manufacturer narrative:
Further information was requested but not received. Lead information was unable to be obtained.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that there was no pacing from the pacemaker (pm). No intervention was performed. It was later noted that the patient had deceased while being monitored. The cause of death was unknown and there were no allegations that the patient's death was caused or contributed to by an abbott device or device-related procedure.